Event description:
It was reported that prior to a port placement procedure, the device was allegedly difficult to flush. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port was returned for evaluation. Gross visual, microscopic, destructive and functional evaluation were performed. Upon infusion, the port septum was observed blowing up and no water exited the port stem. Aspiration was attempted and was unsuccessful as only air was returned into the in-house syringe. Post destructive test, infusion was attempted, and water was successfully exiting the port stem. No thrombus was observed in the infused water. Aspiration was attempted and was successful as water fully returned to the attached in-house syringe with no issue. However, the investigation is inconclusive for the reported difficult to flush issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported difficult to flush issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 03/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the device was allegedly difficult to flush. The procedure was completed using another device. There was no patient contact.